Manufacturer narrative:
Device passed the delivery accuracy test. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No anomaly noted during testing. Device functioning properly. Device received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose was 580 mg/dl on (B)(6) 2018. The customer¿s blood glucose level was 600 mg/dl at the time of the incident and current blood glucose was 454 mg/dl. The customer¿s blood glucose level was 250 mg/dl, 180 mg/dl and 205 mg/dl. The customer was treated with manual injections. The customer alleges pump was under delivering because the health care professional had a test on pump and found no occlusions, kinks, bends, air bubbles. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.